Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the registration information for the patients implanted leads was incorrect. Per patient, they have only active two leads, but three active leads were listed on the registration. The right ventricular (rv) lead, which was reported as an additional active lead, was removed due to dislodgement approximately two weeks after implant. This rv lead was explanted. No patient complications have been reported as a result of this event.